Event description:
The pt had a pre-existing condition of a weak capsule. The surgeon attempted to implant a model cc4204bf intraocular lens into the pt's eye, as he was manipulating the lens, the capsule tore. The surgeon removed the lens and performed an anterior vitrectomy. It is unk what type of lens delivery system the surgeon used.